Event description:
The customer contact reported the device touchscreen was inoperable. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info provided.

Manufacturer narrative:
Initially the device touchscreen passed testing by responding as expected. During further testing a review of the device history indicated touchscreen errors. The probable cause of the customers reported inoperable touchscreen was due to corrosion on the touchscreen due to fluid ingress which can cause an intermittent touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.